Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected low suspend alarm. Blood glucose value was 135 mg/dl at the time of the incident. Blood glucose value was 135 mg/dl and the sensor glucose value was 60 mg/dl. Troubleshooting was performed and the device will need to be replaced. The device will be replaced and returned.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test, and the sensor passed per specification. Performed bicarbonate buffer test, and the sensor passed per specifications with accurate readings.